Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely calcified right coronary artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, the balloon shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.